Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported the patient had been dependent upon a baclofen pump for a long time. The patient's wife noticed the pump was eroding though the skin and brought the patient to the doctor's office. The decision was made to replace the pump. It was noted the pump pocket was too shallow. The pump was dehiscing through the skin. The site was stated to not be grossly infected. The pump was removed (stated to be malfunctioning) through a separate incision. The new pump was relocated away from the original site (middle quadrant, closure to the midline under full skin thickness). The existing catheter was reattached to the new pump after being successfully aspirated. The edges of the dehisced skin and pump were cultured. It was noted free bleeding skin was encountered and hemostasis was confirmed. The new and old pump pocket sites were treated with 1 gram of vancomycin. No troubleshooting was necessary. A priming bolus was performed (0.34ml over 21 minutes) and the dose remained the same as prior to surgery. The pump was used to deliver gablofen (baclofen; 2000mcg/ml, 838.7mcg/day). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
In regards to if gablofen was infused prior to the pump replacement on (B)(6) 2015/after/both, it was clarified as yes, the medication was being delivered. The pump was replaced and the medication continued to be delivered. The healthcare provider stated that nothing was ever wrong with the patient's pump, and she didn't recall them stating ever, that there was a pump malfunction. She stated that the pump was eroding through the skin, the wound has been managed and is healing well and the patient always was and continues to receive effective therapy. The caller had no further information was provided for any of the events listed above.